Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to performance decrement. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 22, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 26, 2023.